Event description:
The customer reported that the needle will not move. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4). Eval results: eval of the returned product found the needle is sitting below zero. When pressure was applied the needle moves but the readings are out of specifications. (B)(4).